Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported that about a month ago they noticed that they're having a hard time getting their implant to charge and when they get the implant to charge, the implant gets really hot. Patient clarified that the hot temperature comes under the skin, inside their body and the hot temperature will not start right away, the implant will become really hot as they continue to charge. Patient also mentioned that when the therapy is on, the implant doesn't get hot and the hot temperature only happens when they charge the implant. Agent redirected the patient to their manufacturer rep and hcp in record.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jul-11 additional information was received from the rep in response to a follow up request. The cause of the heating at the ins site was requested and the rep stated the pt has frequent recharging sessions ranging from 1.1 to 4.3 hours at 40% most sessions being a "fair" connection. Actions and interventions were requested and the rep stated they reviewed recharging best practices to try to gain and maintain a "good" or "excellent" recharge quality. The rep confirmed they were able to maintain a good connection when in the clinic. Rep confirmed the issue was resolved and the pt will contact the clinician if the issue continues.